Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient underwent osteosynthesis on prosthesis. When setting up the two screws for the reconstruction of the neck of the femur, the surgeon found that they were positioned outside of the nail. The surgeon had used the aim-arm during the procedure. This was discovered post-operatively. The screws were explanted two days after the first surgery. This is report 2 of 6 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: received 1 article of insertion handle, for expert nails, part #03.010.045, lot #1731260 (lot size of (B)(4) pieces) for manufacturing investigation. Article has strong traces of use (dents and hammer marks on article surface). Hammer marks and dents on article surface indicates a mishandling. Review of the device history record shows that there were no issues during manufacturing that would contribute to the complaint condition. During the investigation, a 3d measurement and a function test were performed by production employees. The function test failed. The results of 3d measurement indicate that the aiming arm was damaged due to hammering. Conclusion: the malfunction as described in the complaint was caused by mishandling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.